Event description:
A surgeon reported that during a cataract procedure, the system "did not suck" and the phaco tip blocked. The posterior capsule was broken and core fragments fell to the posterior cavity. The surgery could not be completed and a secondary procedure, including a vitrectomy was scheduled. The surgeon used three different handpieces during the same surgery and was unable to confirm which of them caused the reported event. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and could not replicate the problem reported. The system was then tested and met all product specifications. The customer later confirmed that three (3) different phaco handpieces were used during the case, but the surgeon did not know which phaco handpiece was directly involved with the reported event. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional related reports for this system or phaco handpieces. No phaco tip samples were returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. All phaco tips are 100% visually inspected prior to their release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The root cause cannot be determined conclusively. (B)(4).